Event description:
A patient performed two seperate comparisons and reported blood glucose results of 115 and 143 mg/dl and another comparison of 99 and 122 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and applying the blood were done correctly. Control solution tests were run and they passed. Based on the information provided, there is evidence of meter malfunction, however there is no evidence that the patient suffered a serious injury. No new items are being sent to the patient.